Event description:
It was reported that there was some short, non-physiologic ventricular intervals stored on the ventricular high rate episodes. There was also a drop in bipolar impedance. Attempts to elicit the noise were unsuccessful. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.